Manufacturer narrative:
(B)(4).

Event description:
The spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened ra catheterization kit for evaluation. Visual examination revealed an overall slight bend in the guide wire/tubing. The guide wire was able to fully advance from the catheter/needle, and a small bend was also observed near the distal tip. This damage is consistent with damage observed during shipping and handling. The guide wire contains one slight bend 3 mm from the distal tip. The total length of the guide wire measured to be 122 mm which is within specifications of 122-126 mm per product drawing. The outer diameter of the guide wire measured to be 0.39 mm which is within specifications of 0.381-0.404 mm per product drawing. The returned sample was tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever. Hold catheter in place and remove spring-wire guide assembly." The guide wire was fully deployed through the needle and the catheter advanced off the needle and guide wire with minimal resistance. A manual tug test confirmed the distal weld was fully intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained damage consistent with manipulation caused by shipping and handling. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, shipping and handling likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The spring wire guide was found kinked prior to patient use. No patient involvement.